Event description:
Further evaluation of this event file indicated that this event was reported under manufacturer report # 6000153-2011-08948. Any additional information that is received will be reported under this current manufacturer report.